Event description:
It was reported that the customer miscalculated a bolus and blood glucose (bg) decreased to 47 mg/dl. Reportedly, the customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin due to over-estimating the amount needed to cover the carbohydrates consumed. The customer consumed carbohydrates to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.